Manufacturer narrative:
One opened probe was received. The returned sample was visually inspected and was found to be non-conforming with brown foreign material on the port face and on the needle. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found conforming for aspiration and was non-conforming for cut and actuation. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouges were observed at the cutting edge, bend area, and the majority of the length of the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle and shell) was removed the probe was able to actuate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. The complaint evaluation confirms that the probe had a cut issue, and also indicates that the probe had an actuation issue. The root cause for the actuation and cut non-conformances, as well as the observed foreign material, is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken as it appears that the observed non-conformances were due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the vitrectomy probe did not cut during a vitrectomy procedure and the aspiration was working. The product was replaced and the procedure was completed. There was no harm to the patient. No additional information is expected. This is one of two reports for this surgeon.